Manufacturer narrative:
The event occurred in china. It was reported that upon switching on the rotaflow the "head" error would be displayed and the rotaflow drive was emitting noise. No harm to any person has been reported. A getinge service technician investigated the rotaflow console (rfc) with serial number (sn) (B)(6) and the rotaflow drive (rfd) with sn (B)(6). The technician confirmed the reported failures and determined that the rfd was defective. The technician replaced the defective rfd (sn (B)(6) with a new rfd (sn (B)(6). After the replacement the device is working as intended. The most probable root cause for the reported failure "head error" could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The reported failure "rfd emitting noise" can be linked to the following most probable root causes according to the rotaflow risk management file: * falling of rotaflow system (broken holder, user routine violence) * collision with environment during patient transport * user trips over cables or tubes * loosening of fastening (wrong installation, aging) * system falls to ground (transport in non-fixed manner, user routine violation) * general mechanic disturbances according to en60068-2-64, noise based on these investigation results the reported failures "head error" and "rfd emitting noise" could be confirmed. A device history record (DHR) review was performed on 2023-12-04. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Event description:
The event occurred in china. It was reported that the error message ¿head¿ is displayed upon switching on the device. The device is not being used for patient treatment. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.